Event description:
Customer reported that they received a false sensor glucose reading of 60 mg/dl. Customer treated for the low sensor reading which caused his blood glucose readings to go high. Customer also stated that the sensor was not sticking. Customer's most recent blood glucose reading was 82 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.